Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting transport a patient, (age and gender unknown) the device display blanked out. Complainant did not indicated that there was any adverse effect to the patient due to the reported malfunction.